Event description:
Customer called to report a red-colored liquid overflow from the baths of the coulter ac.t diff analyzer while running controls. Customer also stated that the controls did not recover within range, and that the wbc (white blood cell) and rbc (red blood cell) differentials generated instrument flags. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found evidence of a leak from the bath area. The fse noticed that the drain port appeared to be plugged. The fse performed a bleach procedure on the drain port, then replaced the drain tubing and the check valve to correct the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).